Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as broken out all over trunk of body, with an open raw area on shoulder blade. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown as follow up attempts were unsuccessful.